Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have intermittent sensing, intermittent pacing and insulation breach. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.